Manufacturer narrative:
Observation of the returned device with a magnifying glass revealed the presence of button and two of the wires which seem to have been "cut" by laser (color change). The cause of the event is likely due to the user not following the instructions for use which warns, "any contact with stone fragmenting device may damage the wires of the basket" & "take care to avoid all contact with between the extractor and any electrical medical device."

Event description:
According to the available information, five physicians are complaining that, during use, the wires (from one to all four wires) are coming out of the basket.